Manufacturer narrative:
(B)(4).

Event description:
It was reported that there was a ruptured intra-aortic balloon (iab). Additional information was received that as a result, the iab was removed. There was no report of patient complications, serious injury or death.

Event description:
It was reported that there was a ruptured intra-aortic balloon (iab). Additional information was received that as a result, the iab was removed. There was no report of patient complications, serious injury or death.

Manufacturer narrative:
Qn#(B)(4) the product was not returned for investigation. The reported complaint of iab blood in helium pathway is not able to be confirmed. If the product is returned at a later date, a full investigation of the sample will be completed. The root cause of the complaint is undetermined. The specific serial number/lot number was not reported, but a device history record (DHR) review was conducted for the lot numbers shipped to this account with no relevant findings. All devices passed manufacturing specifications prior to release. Teleflex assessed the risk for the reported complaint. There are no new or revised risk. This will be monitored for any developing trends.